Manufacturer narrative:
Analysis was performed by onsite service personnel which included carrying out blood pressure accuracy test and performance testing of the blood pressure measurement with blood pressure simulator according to the service guide. The results of the analysis were that the blood pressure measurement reading were in range and no problem was detected. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem could not be confirmed and remains unknown. The issue was resolved by performing nbp accuracy checks. The device is back into service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the intellivue mp5 spot check monitor is reading everyone's blood pressure (nbp) to high. The device was in clinical use. There was no report of patient or user harm.